Event description:
It was reported that the right atrial lead undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).